Event description:
It was reported that following a "bariatric capella" surgery the patient underwent an additional surgery on (B)(6) 2013 and it was observed that there were several openings in the anastomosis performed by the stapler. The device was discarded. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Event description:
The device was used in a bariatric bypass procedure. There were no issues with the device during the initial procedure. The patient presented with abdominal pain on (B)(6) 2013. A leak was identified in "all openings of the anastomosis." Staples were reported to be observed in the anastomosis. An inquiry as to what the staple form looked like was made, there were no comments provided. It was reported that the leak was repaired manually with suture wires. The tissue condition was reported to be normal. The report stated that the instrument was not fired across or near an existing staple line or clip. The patient underwent an additional two surgical procedures and consequently expired on (B)(6) 2013 as the anastomosis failed even with sutures. The doctor reported that he tried to perform the anastomosis with manual suture, but the suture loosen and opened. The doctor initially believed that the problem was with the patient's tissue and not with the product. The surgeon was asked if he could provide a rationale as to why he believed that the problem was with the patient's tissue and not with the product. The surgeon responded stating that he cannot affirm if the problem with the anastomosis was caused by the stapler or due to the tissue, so, he cannot write a letter or an email stating as such. An autopsy was not performed.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.